Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead failed to capture and failed to have the stylet advanced inside. The ra lead was not used and replaced on 09 sep 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture and failure to advance stylet. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of failure to capture was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. The reported event of failure to advance stylet was confirmed. The stylet insertion test was performed and noted that the stylet was unable to advance at the distal region of the lead. Destructive analysis found the inner coil was clogged with blood. The cause of the reported event of failure to advance stylet was isolated to the inner coil being clogged with blood.